Event description:
It was reported that the indwelling catheter was inserted and several attempts were made to inflate the balllon without success. The catheter was replaced without issue. There was no reported patient injury.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The evaluation found that the catheter can be inflated without difficulty. The catheter was dissected and no conditions were found that would contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(6) insert catheter into urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the indwelling catheter was inserted and several attempts were made to inflate the balloon without success. The catheter was replaced without issue. There was no reported patient injury.